Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("underwent a salpingectomy and hysterectomy in order to have the inserts completely removed") in a (B)(6) female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced arthralgia ("diffuse joint pain"), paraesthesia ("paraesthesia") and memory impairment ("memory disturbances"). On (B)(6) 2017, years months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via bilateral salpingectomy and hysterectomy on (B)(6) 2017, at patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, paraesthesia and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, memory impairment and paraesthesia with essure. The reporter commented: the bilateral placement of essure was performed with no problems. Diagnostic results: in 2015, the 3-month confirmatory test was satisfactory. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-may-2017 for the following meddra preferred term: medical device removal- analysis in the global safety database (B)(6) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt most recent follow-up information incorporated above includes: on (B)(6) 2017: essure device removal questionnaire received. Reporter, patient initials, date of birth and age added. No further information is expected. Company causality comment incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("underwent a salpingectomy and hysterectomy in order to have the inserts completely removed") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced arthralgia ("diffuse joint pain"), paraesthesia ("paraesthesia") and memory impairment ("memory disturbances"). On (B)(6) 2017, 2 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and hysterectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, paraesthesia and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, memory impairment and paraesthesia with essure. The reporter commented: the bilateral placement of essure was performed with no problems. Diagnostic results: in 2015, the 3-month confirmatory test was satisfactory. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and she underwent a salpingectomy and hysterectomy in order to have the inserts completely removed. This event, considered as device medical removal, is regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("underwent a salpingectomy and hysterectomy in order to have the inserts completely removed") in a (B)(6) female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced arthralgia ("diffuse joint pain"), paraesthesia ("paraesthesia") and memory impairment ("memory disturbances"). On (B)(6) 2017, 2 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via bilateral salpingectomy and hysterectomy on (B)(6) 2017, at patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, paraesthesia and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, memory impairment and paraesthesia with essure. The reporter commented: the bilateral placement of essure was performed with no problems. Diagnostic results: in 2015, the 3-month confirmatory test was satisfactory. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 664 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.